Event description:
During a pulmonary vein isolation procedure, while advancing the needle with stylet, resistance was noted. The needle and sheath were removed, and plastic pieces were visible on the needle tip. The device was exchanged to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator distal tip had been split. No other visual anomalies were noted. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath; skived material exited the dilator tip with the needle tip. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.